Manufacturer narrative:
Device evaluated by manufacturer: a pcb 8.00mm/2.0cm/90cm was returned for analysis. A visual and microscopic examination was performed on the returned device. The device was returned with the balloon folds in a relaxed state. A 10mm blade and pad lift were noted to have lifted on one of the blades. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual and microscopic examination identified no issues with the balloon material. The returned device was attached to an encore inflation unit. Positive pressure was applied, and the balloon was successfully inflated to its rate of burst pressure of 10 atmospheres with no leaks or drops in pressure noted. The pressure was held for 30 seconds. The inflation device was verified at 10 atmospheres, before and after use with a calibrated pressure gauge. The rated burst pressure for this device is 10 atmospheres. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no damage or kinks to the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05june2020. It was reported that a bent blade occurred. The 99% stenosed target lesion was located in the mildly tortuous central venous stenosis right brachiocephalic vein. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a dialysis access angioplasty. During withdrawal, a bent blade was noted. However, it was further reported that the damage occurred after it was removed from the patient via the sheath. The procedure was completed with the same device. No patient complications reported and patient was stable post procedure. However, device analysis revealed a lifted 10mm blade and pad lift.